Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Agency name: suzuken kanagawa logistics center. When did it occur? : before use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no. If they were used, was something attached to them? : no. Return quantity: 700units(1 case). Details of the event ( timeline, history, etc.): the barcode of 1 case with 10 boxes did not have a barcode and was returned (cancellation slip).